Event description:
Product connects to midas rex drill off the sterile field. Product shot off drill connection (did not hit any staff). Product known to do this if not secured correctly, however, in this instance it was appropriately connected.